Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found internal insulation abrasion. As received, a partial lead was returned in five pieces. Visual examination found an internal insulation abrasion breaching the ring electrode cable lumen between the shock coils. The etfe cable coating and the inner coil lumen were undamaged in this location.